Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2023. During the procedure, the cutting wire of the truetome 44 broke, which caused bleeding to the papilla. It was reported that the bleeding was just minimal, and it resolved on its own. Additionally, no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the cutting wire of the truetome 44 broke, which caused bleeding to the papilla. It was reported that the bleeding was just minimal, and it resolved on its own. Additionally, no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned truetome 44 was analyzed, and a visual evaluation noted that the cutting wire was in good condition. No visual problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, it was found that the cutting wire was in good condition. The returned truetome 44 did not show evidence of either the alleged problem or any defect which could have contributed to the event. Based on all gathered information, it was concluded that the complaint will be documented as "no problem detected" since the device complaint or problem cannot be confirmed. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.